Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indication of particulates within the cassette area. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The simulated treatment post-accelerated stress test (ast) test failed. The failure was due to an encountered make sure heater bag is on heater tray and unclamped alarm caused by clogged hp1 and hp2 filters. Both hp filters were replaced and the cycler completed treatment without issues. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. There were visual indications of dried fluid found within the hp1 and hp2 filters. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of their cycler after ending the patient's training pd treatment session. The pdrn reported receiving a draining slowly alarm during an unknown drain phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid did come in contact with cycler. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the patient. Upon follow up, the pdrn confirmed the reported fluid leak event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is currently being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The pdrn confirmed that the clinic has received the replacement cycler but has not had a chance to use it yet. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler is available to be picked up and returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of their cycler after ending the patient's training pd treatment session. The pdrn reported receiving a draining slowly alarm during an unknown drain phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid did come in contact with cycler. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the patient. Upon follow up, the pdrn confirmed the reported fluid leak event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is currently being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The pdrn confirmed that the clinic has received the replacement cycler but has not had a chance to use it yet. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler is available to be picked up and returned.